Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. It was reported that a biomedical technician replaced the power supply to resolve the issue and return the machine to service. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician reported a fresenius 2008t hemodialysis machine that began smoking and gave off a burning smell when it was powered on prior to use. Upon inspection the biomedical technician found the issue was a burned power supply transformer. The biomedical technician replaced the power supply to resolve the issue and return the machine to service. It was confirmed that there was no patient connected to the machine when the issue occurred.